Manufacturer narrative:
Account provided patient's weight. Reported patient's weight is (B)(6).

Event description:
Pt was implanted with femoral nail construct on (B)(6) 2011 at another unknown facility for a femur fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt's femur fracture healed. Pt complained of painful retained hardware. Surgeon removed all hardware and the pt was not implanted with any additional hardware. This is the 1st report of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.